Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room (ER) with symptoms of tingly feelings and dizziness. The patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The patient was medically treated and the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.